Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, when the box of the farawave pfa catheter was opened and the inner packaging was about to be opened, part of the packaging was found to be torn. The physician pointed out that sterility may not have been maintained, so a new farawave pfa catheter 31mm was opened as a replacement. And the issue was resolved. The procedure was completed without patient complications. No picture of issue available. The device is not expected to be returned; it was disposed at the facility.